Event description:
It was reported that pump generated cartridge alarm 20 and had cartridge alarms with consecutive cartridges, and issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump, while pump replacement was arranged.